Event description:
Complainant alleged that during quality assurance functional testing, the paddles did not allow the defibrillator to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.